Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 10 seconds. Furthermore, a pinhole was noted at the distal side of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was stable after the procedure.